Event description:
It was reported that shortly after implant, this implantable cardioverter defibrillator (ICD) exhibited code 1004 indicative of a short circuit condition being detected during shock delivery. The ICD battery was then observed to have prematurely depleting as it was at elective replacement indictor. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported. The ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.